Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl [1200 mcg/ml] at a rate of 120.7 mcg/day, hydromorphone [15 mg/ml] at a rate of 1.508 mg/day, and bupivacaine [15 mg/ml] at a rate of 1.508 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that while the patient was in the hospital (admitted (B)(6) 2017) it was decided on (B)(6) 2017 that they were receiving too much intrathecal (it) drug so the daily dose was decreased by 10%. There was also a pump refill done on (B)(6) 2017 but no changes were made to the it dosing at that time. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.